Event description:
It was reported that the device was replaced as it reached elective replacement indicator (eri). During the procedure it was noted that every time a metal instrument touched the device that the patient alert tone would sound. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and had normal battery depletion.